Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that meter was not communicating with insulin pump and insulin pump received a calibration alarm. Customer received assistance and meter was able to communicate with insulin pump. Customer's blood glucose was 407 mg/dl. Troubleshooting was performed for high blood glucose which began on (B)(6) 2017. Customer declined to check settings and perform high pressure test. Customer was advised to monitor insulin pump and to call back if issue persisted.